Event description:
The customer received questionable results on human chorionic gonadotropin + the beta subunit (hcg+b) for one patient sample. The original hcg+b result was <0.100 miu/ml, which was accompanied by a data flag. The original result was reported outside of the laboratory. When questioned by the physician, the sample was repeated and generated a result of 128.9 miu/ml, accompanied by a data flag. The repeat result was deemed by the customer to be the correct result and a corrected report was issued. There was no adverse effect to the patient. The customer stated they had problems with the sample on another instrument and thinks there may have been an issue with the sample itself. The hcg+b lot was 16758402, with an expiration date of 07/31/2013. The field service representative was unable to find a cause for the issue. He performed troubleshooting and found no problems. He executed performance testing, which was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined that the most likely cause for the low flyer was improper sample preparation and sample tube placement in addition to low sample volume. The customer's calibration and qc data was reviewed and were within expectations. There was no reagent issue evident. The customer's pre-analytical handling was reviewed and it was determined that the sample was slightly hemolyzed. It was also determined that there was insufficient clotting time, 10 minutes instead of the recommended 30 minutes; and centrifugation time, 8 minutes instead of the recommended 10 minutes.